Event description:
It was reported that the device would not boot up properly with a known good battery. There was no report of pt use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the main pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.